Event description:
It was reported that the packaging seal was compromised. During preparation for a cryoablation pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a polarsheath was selected for use. It was observed that upon opening the sheath, the plastic cover was already slightly opened. The sheath was replaced, and the procedure was completed without patient complications. The has been disposed of and is unavailable for return analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.